Event description:
During a cryoablation procedure to treat atrial fibrillation a polarsheath was selected for use. It was reported that air was seen escaping the side port during aspiration when the balloon catheter was inserted into the sheath. The sheath was replaced and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.